Event description:
It was reported that patient received an alert via merlin.net for non-sustained ventricular oversensing. Review of the egms suggested that a delay between the sensed events, led to an inappropriate trigger for alert. It was noted that the ventricular blanking was causing ventricular undersensing. The device was reprogrammed. Patient will be closely followed with remote monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.